Event description:
It was reported upon opening the box of barbed suture on (B)(6) 2026. The label of the outer box shown as product code with cutting needle but inner sutures are product with rounded body. Found only 1 piece with the correct item out of whole box. No reported adverse patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: did the event occur during sterile processing? Unknown, did the event occur during field inspection? Unknown, did the event occur during internal service activities such as calibration? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One representative unopened sample was received for analysis. Product code sxmp2b414. The box or the samples related to product sxpp2b414 were not provided. Upon visually examining the unopened sample, it was confirmed that the received product corresponds to product code sxmp2b414 from batch km7091. No defects or damage were detected on the packaging during inspection, and the sutures are identified as stratafix spiral monocryl plus double arm. Nevertheless, it could not be determined if the sample had actually been placed inside the box. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was requested, and the following was obtained: 1. Could you please clarify if extra device belongs to this complaint? Ans: yes, the product has a packaging of sxmp2b414, lot# 108p5c, but it contains a mixture of sxmp2b414 lot# 108p5c and sxpp2b414 (lot# 1019ga) in same box, according to hospital feedback. 2. If not, could you please clarify if the extra received product belongs to a different complaint? If so, can you please provide the complaint number. Ans: same product complaint. 3. If the device was not reported before, please provide more details of device malfunction. Ans: na. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. Ans: na.